Manufacturer narrative:
Results: device not returned for evaluation. Conclusion: root cause cannot be determined.

Manufacturer narrative:
Results: no device received for evaluation. Conclusion: investigation in progress. (B)(4).

Event description:
The physician used an input ts introducer sheath during treatment of a lesion in the femoral artery. The mod seldinger technique was used for access, a wire was inserted and then a 6 f dilator used to expand the track prior to the sheath insertion. It is reported that upon removal, it was noted the sheath was shorter, and inspection of the site by x-ray showed a part of the sheath remained inside the patient. The physician feels the anatomy contributed to the damage to the sheath and reports calcification and scar tissue. The reporter was told the patient was taken to surgery to remove the piece of the sheath, and it was successfully removed. Dx caths 6f jl4, jr4 and pigtail were passed through the introducer during the procedure. No resistance was noted by the physician in passing these devices through the introducer. The patient reported to have done well with the CABG.